Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown laparoscopic surgery in 2020 and the suture was used. While tightening the knot, the needle came off. Another like suture was used to complete the procedure.